Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the physician stated the battery was "dead." The patient also stated "this was supposed to last eight years." The triple-chamber implantable cardioverter defibrillator device has not been explanted. No patient complications have been reported as a result of this event.